Manufacturer narrative:
Based on available information, device malfunction could not be identified. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.

Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. During the procedure, the vessel locator button would not stay depressed. It is unknown how hemostasis was achieved. There was no patient injury.